Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the delivery tube, with the seal extended more than halfway out. The green slide lock and the white plunger were partially depressed on the delivery device. The device was bloody. Based upon the received condition of the device , the reported complaint "seal failed to deploy" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy. A new kit was used to complete the procedure. There were no patient effects. The product was returned.